Event description:
It was reported that two fibers failed during procedure. It was noted that one fiber burned the surgeon when it failed. It is unknown if the burn required any treatment. There were no patient complications. This report is for the burn to the physician.

Manufacturer narrative:
B3 date of event - approximated.

Event description:
It was reported that two fibers failed during procedure. It was noted that one fiber burned the surgeon when it failed. It is unknown if the burn required any treatment. There were no patient complications. This report is for the burn to the physician.